Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8216500; model: sc-8216-50; serial: (B)(4); batch: 16887622.

Event description:
It was reported that the patients ipg was bothering. The patient underwent an explant procedure were all the system was removed. The explanted device was disposed at the facility.